Event description:
It was reported that there was a decrease in r-waves post implant which was attributed to dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.